Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) has already requested several times further information about the incident, the lot number and the return of the device with no response. A follow-up medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4). It was reported that during patient treatment the 10031#avalon elite catheter device did not perform as stated. (B)(4).